Manufacturer narrative:
On november 4, 2020, the mentor failure analysis lab received the device for evaluation. On november 13, 2020, the product investigation was completed. Device investigation summary: during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed a tear in the anterior view, measuring approximately 0.3 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent primary breast augmentation with two 300cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast implant deflation, post-procedure. As a result, on (B)(6) 2020, the patient underwent unilateral removal and replacement with a 300cc mentor smooth round moderate plus profile saline (catalog: 3502300 lot: 9498644 sn: (B)(4)).